Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/22/2013 and 4/26/2013 respectively with the following findings: the meter and test strip has passed testing for the alleged inaccurate erratic issue. The reported issue could not be reproduced. Unrelated to the reported issue, an error 4 issue was found during pa testing for the subject test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.